Event description:
In 2008, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high compared to another meter. The pt indicated that the inaccuracy issue first began when she first got her meter on three days earlier. On that same day, she tested before dinner (around 4:30pm) and reportedly obtained "approx 190 mg/dl" on her meter and "170 mg/dl" on her backup meter, performed within "seconds" of each other. After she tested on her meter, the pt did not make any adjustments to her insulin dosages and took her usual dose of diabetes medications (novolog and lantus). She then reported an incident where she suffered from an insulin reaction on the day prior to original date. On the day of the incident, she tested on her meter and thought that her blood glucose levels were "okay" (unspecified meter result), took her insulin based on her sliding scale, and all of the sudden became shaky, weak, and sweaty. She administered self-treatment with food and then got "91mg/dl" on her backup meter after she ate. She said she did not receive any medical intervention because she knows what to do when her blood glucose levels get low. The pt was unable to report if her meter was correctly set to "mg/dl" but the cca verified an approved sample source was used and the correct testing technique was used. The cca noted that the incorrect technique was used to clean the puncture site. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported, because the pt reportedly became symptomatic after taking insulin based on her meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.